Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, when they detached the rectum, the stapler was unable to fire, the surgeon was able to press the green button but the handle did not squeeze. A new handle and reload were used to resolve the issue. There was no patient injury.